Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion of the device evaluation.

Event description:
The wife of a peritoneal dialysis (pd) patient reported the patient received an air detected in the cassette warning while the patient was in fill 3 of 7. When the patient's wife opened the door to remove the tubing set, fluid began to drip from the inside of the cycler. The patient's wife took out the tubing set and she could see the domes on the cycler and the soft membrane of the cassette were wet, but could not tell exactly where the fluid was coming from. Upon follow up with the patient's pd nurse, it was determined that the patient went to the clinic for a follow up visit the following day after the incident. The patient had not experienced any adverse events as a result of this incident and an effluent culture test performed was negative. However, the patient was prescribed antibiotics (vancomycin and gentamycin) as prophylactic. The cassette/tubing set in question is available for return.

Manufacturer narrative:
Additional information: the actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During disinfection to the tubing set a pin hole in the cassette film was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The wife of a peritoneal dialysis (pd) patient reported the patient received an air detected in the cassette warning while the patient was in fill 3 of 7. When the patient's wife opened the door to remove the tubing set, fluid began to drip from the inside of the cycler. The patient's wife took out the tubing set and she could see the domes on the cycler and the soft membrane of the cassette were wet, but could not tell exactly where the fluid was coming from. Upon follow up with the patient's pd nurse, it was determined that the patient went to the clinic for a follow up visit the following day after the incident. The patient had not experienced any adverse events as a result of this incident and an effluent culture test performed was negative. However, the patient was prescribed antibiotics (vancomycin and gentamycin) as prophylactic. The cassette/tubing set in question is available for return.

Manufacturer narrative:
(B)(4).